Manufacturer narrative:
Evaluation revealed the target device gamma3 to be the subject product. No further associated products were reported. A review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2005) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The c-ring was found to be slightly deformed and several scratches are visible at the inside of the ring. Most likely the c-ring was damaged/detached and reattached during cleaning pre-operatively in the hospital; which is supported by the material deformation at the rim of the circumferential groove. Due to missing check of the c-ring, it was not recognized that it was damaged. The c-ring (clamping ring) is a feature to ease nail assembly ¿ but the function is still given without the c-ring. As a collateral finding cracks could be verified in the cfr-material on the lower side of the curved part of the target device at the transition to the metal nail adapter. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed, ecn # 6197/07 ¿ the c-ring design was changed. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but make a detachment more difficult. The complained device was recognized as an old design version; manufacturing pre-dates the implementation of the design change. Collateral finding ¿ instruments - cfk ¿ cracks: internal lab test report 241007cb1 and 010208cb1 revealed that deviation due to cracks does not lead to increased damages at the nail. This indicates that the interlaminar cracks do not influence the targeting performance critically. Deviation report 548/05 was already issued for root cause investigation regarding cracks resp. Delamination. With engineering change notice ecn 6053/07 the material of the cfr-arm has already been changed in order to improve the stiffness and resistance against cracking. Lab test 081107cb1 had verified the suitability of the new material. Although found cracked the returned target device passed the pre-operative function test. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During g3 nail surgery, the surgeon inserted the nail and lag screw to the patient bone. When for the surgeon to finish an operation, he tried to close wound, he found that c-ring of tip of target arm in the patient's body. Therefore the surgeon removed c-ring from the patient's body. And surgery finished.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During g3 nail surgery, the surgeon inserted the nail and lag screw to the patient bone. When for the surgeon to finish an operation, he tried to close wound, he found that c-ring of tip of target arm in the patient's body. Therefore the surgeon removed c-ring from the patient's body. And surgery finished.